Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery exhibited a critical battery error without receiving any low battery warnings. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer notified on 2017-08-16 .this event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm involving (B)(4). During the critical battery alarm, the battery dropped to 3% rsoc. Typical communication errors will drop the rsoc to 0% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 3% rsoc may be indicative of an estimation error. Failure analysis of the battery revealed that the device passed visual examination and functional testing. Based on the available information, the most likely root cause of the reported event can be attributed to an estimation error, which resulted in the battery's capacity to drop below 10 % rsoc, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.